Event description:
Serious eye, sinus problems; I was using the CPAP. During that time, I reported several problems to my doctors and dentist about gum bleeding and pain. Red and painful eyes. Congestion, sinus and sever phlegm. I was experimenting headache. FDA safety report ID # (B)(4).